Event description:
It was reported that during an in-office visit there was difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Troubleshooting was performed and a magnet was placed over the device however, there were no beeping tones. Another programmer was used, and the device was still unable to be interrogated. It was noted there was a recent remote interrogation from a few days ago and estimated battery longevity was at four and a half years. At this time, the device remains in service. No adverse patient effects were reported.